Manufacturer narrative:
Updated data: b4,e1(initial, email )e2,e3,g3,g6,h2,h10,h11 corrected section: b5, b6,b7, d5, d10 e4,g2,h6 (clinical, impact).

Event description:
It was reported that during a routine maintenance check the getinge field service engineer (gfse)found that the cardiosave intra-aortic balloon pump (iabp) was missing screw on plate. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is missing screw on plate. There was no patient harm reported.

Event description:
It was reported that during a during field action by getinge field service engineer (fse). Found that the cardiosave intra-aortic balloon pump (iabp) was missing screw on plate. There was no patient involved.

Manufacturer narrative:
Additional point of contact: contact person name and address: (B)(6). Getinge field service engineer (fse) fsh rp cardiosave missing screw on plate attended the site and located the unit to be repaired, re-fitted the missing screw for cardiosave latch performed all manifold and leak test and everything works as per normal. The unit was returned back to service full functional.